Event description:
The nurse of a (B)(6) male patient called zoll customer support to report that the patient's electrode belt cable was damaged and that the patient was receiving "add gel" messages without prior gel release. The patient was issued a replacement electrode belt.

Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (damaged cable, add gel messages) has been confirmed. Upon investigation the cable connecting the distribution node to rear therapy electrode was pulled from the strain relief, damaging wires and causing the "add gel" messages. The root cause for the strained cable could not be positively identified but was likely excessive force. No adverse event resulted form the strained cable. The patient received a replacement electrode belt.